Manufacturer narrative:
Investigation: the customer reported that patient information on the lis did not match the information displayed in synapsys material number 444150, serial number (B)(6). Service checked the lis logs and found a message which seemed to be a composition of different messages. It was discovered that there were two different messages sent over two different mbms at the same point in time. These two messages were mixed together and a specimen became associated to the incorrect accession number. This was a confirmed failure of a bd product. The root cause is a bug in the cce- ds adapter which mixed the two messages before sending them to synapsys. The fix will be implemented in the next version of cce-ds adapter which will be available with the next release of synapsys, version 4.20. Bd will continue to monitor for trends associated with this issue.

Event description:
It was reported that while using bd synapsys¿ a misassociation was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "a sample was registered under the wrong patient in synapsys".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ a misassociation was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "a sample was registered under the wrong patient in synapsys."